Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request add'l info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow-up MDR will be submitted.

Event description:
The following is based off limited medical records received and the attorney's report provided to davol by the patient's attorney: (B)(6) 2006 - the patient was implanted with a bard flat mesh and a non davol press device during a cystocele repair, pubovaginal sling, suprapubic cystotomy and cystoscopy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.